Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient did not connect to the patient line before initiating peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the patient connected to the setup after peritoneal dialysis therapy was initiated. The technical service representative explained to the patient that the setup was compromised and advised the patient to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event/patient.